Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was onsite. This arctic sun device was unable to cool water below 10c even after 30 minutes. A check of the diagnostics showed chiller temperature (t4) was at 4.6c. Per wo notes, they discussed this was indicative of a failed mixing pump and this would need a depot repair in order to repair the device and execute the field action.